Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra microcatheter. During the procedure, while advancing the microcatheter into the benchmark, the benchmark broke into two pieces approximately ten centimeters from the hub. Therefore, the benchmark was removed.the procedure was completed using a non-penumbra guide catheter and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark revealed that the catheter was fractured, and the complaint was confirmed. If the benchmark is mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Evaluation also revealed a kink distal to the fractured location. This damage was incidental to the reported complaint and likely occurred due to the mishandling of the device during use. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.